Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 0, with an associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to place pump into storage mode and return it to tandem for a replacement. Cts confirmed that the replacement pump, which included updated software, was shipped without requiring a signature for delivery. Customer was prepared to use manual injections as a backup therapy in the interim and acknowledged understanding all procedures advised by cts.